Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances. The pace impedances were greater than 2000 ohms. The rv lead was then surgically abandoned and replaced. During the revision; the out of range values were confirmed via pacing system analyzer. No additional adverse patient effects were reported.